Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not duplicate or confirm the reported complaint. The device was serviced and tested before it was returned to the customer. Reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a power fault/no charging error message. There was no harm or serious injury reported as a result of this incident.